Event description:
It was reported that during a navigation tumor biopsy, while fixating a screw to the patients skull, it broke off half drilled into the skull. The use of navigation was aborted. No adverse consequences, medical interventions, and no clinically significant delays were reported with this event.

Event description:
It was reported that during a navigation tumor biopsy, while fixating a screw to the patients skull, it broke off half drilled into the skull. The use of navigation was aborted. No adverse consequences, medical interventions, and no clinically significant delays were reported with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation.

Event description:
It was reported that during a navigation tumor biopsy, while fixating a screw to the patients skull, it broke off half drilled into the skull. The use of navigation was aborted. No adverse consequences, medical interventions, and no clinically significant delays were reported with this event.